Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent power cable disconnect alarms via log file analysis. The log file contained multiple power cable disconnect alarms while the system was connected to external batteries. The power cable disconnect alarms were triggered by the rsoc value being artificially depleted on the black power cable and fluctuating below the alarm threshold. Routine power cable disconnects occur within the file, but irregular power cable disconnect alarms are seen from 21:43:31 on (B)(6) 2025 to 14:17:42 on (B)(6) 2025 despite the black power cable maintaining the proper bus voltage when the power cable disconnect alarms occur. The power cable disconnect alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was returned for further testing and passed all testing performed without issue. The black and white power cables were both heavily manipulated with no alarm reproduced. Additional information states the controller exchange resolved the irregular intermittent alarms. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 26aug2022. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient arrived at the clinic stating that they randomly had alarm sounds (3 beeps) but did not reach to see which alarm it was. During the standard clinic follow-up, the patient had the alarms again which seemed to be a random power cable disconnect alarm / connect power when everything was connected. When checking the connections of the controller clips and batteries it seemed the alarm appears shortly (3 seconds) when manipulating the black power cable of the controller. The alarm always appears on the controller regardless of which clips and batteries were connected. A controller exchange was programmed to be done soon. The controller was exchanged without patient consequences. The controller was being used as a backup until it is determined that the alarms finally resolved, and the controller was failing.

Event description:
The patient was followed closely and there were no more alarms.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.